Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 7.1-11.3cm from the distal tip. Internal insulation abrasion was noted at 19.5-20.1cm from the distal tip. The etfe coating was abraded at this location. Externalized conductors due to internal insulation abrasion were noted at 8.5-10.5cm from the distal tip. Internal insulation abrasion was noted at 12.0-13.4cm and 18.1-18.4cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that when the patient presented in the hospital for an unrelated surgery, externalized conductors were observed. The lead was explanted and replaced. The patient was stable following the procedure and will be followed normally.